Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn : (B)(4), model:sc-2218-50, serial: (B)(4), batch: 16733436. Product family: scs-lead fixation, upn: (B)(4), model:sc-2218-50, batch: 16637196.

Event description:
It was reported that the patient was experiencing loss of coverage due to high impedances. It was also noted that the lead appeared to have broken at the clik anchor when it was removed. The patient underwent an explant procedure and the explanted leads were kept by the medical facility.